Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The lay user / patient contacted lfs alleging that their one touch ultra mini meter does not power on. The patient mentioned that he tripped and the meter fell into a bowl of cereal on (B)(6) 2010 at around 6:30pm. At 11:30pm the patient felt shaky and lightheaded. The patient did not seek any medical attention or contact their physician for assistance. This was not the first time the product was being used. The patient denied any misuse of the product. The meter did not power on. The batteries did not need to be replaced based on the initial call. Issue was not resolved via troubleshooting. The meter was replaced. The complaint is being reported since the patient alleged that due to the meter not powering on, they later developed symptoms of feeling shaky.